Event description:
Reporter alleged being unable to obtain a blood glucose result on 4-19-06, and called the life alert and paramedics as a result one day later due to feeling light headed. It was reported paramedics tested glucose to be 115 mg/dl and treated the customer with d50 unitl they retested customer's glucose an hour later which read 125 mg/dl. It wa not rpeorted how treatment was administered to the customer and no pther information could be intained from the customer despite unsuccessful attempts made by the manufacturer. A request was made for the return of the suspect device and replacement product was sent .